Event description:
During the procedure, the generator displayed an error message "unsafe probe" for ports 1-3. The probe was moved to another port and the issue remained. Another probe was used and the same error message displayed. The procedure was cancelled and there were no adverse patient consequences. It was indicated the issue may have been caused by the grounding pad not being plugged in.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported error message could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.